Event description:
It was reported the device had an electrical reset and that the patient is undergoing radiation therapy for cancer. It was indicated that the device parameters have remained unchanged through rest. Follow up with the clinic determined that approximately one week after the reset occurred that the patient was continuing to hear the patient alert, so the patient visited the clinic at which time the reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.